Event description:
It was reported that the patient experienced cardiogenic shock post implant procedure on (B)(6) 2020. On (B)(6) 2020, the patient lost their pulse in their right foot and had an angioplasty performed on their right superficial femoral artery and experienced right ventricular (rv) dysfunction. Also on (B)(6) 2020, the patient had chest closure performed. An electroencephalogram (eeg) was performed and showed no sings of seizure. The patient was arousable, but aphasic and not oriented to person, place, or time. Imaging studies showed no stroke or embolic event. A drug screen was negative. There was no overt explanation for the cause of transient mental change, and within four hours the patient returned to baseline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure, neurological dysfunction, and patient condition) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.